Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Upon inspection it was noted that the defib conductor of the lead was distorted. Upon inspection it was noted that the defib coil on this specific sprint quattro lead was distorted.

Event description:
It was reported that during the implant procedure the patient had tight venous anatomy and after repositioning the lead through a safe sheath the proximal coil unwound. The lead was not implanted. No patient complications have been reported as a result of this event.